Event description:
The biomedical engineer (bme) reported that the v60 ventilator was displaying a "vent-inop: machine and proximal pressure sensors failed" error code (1007). The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. The bme reported that the issue was observed while servicing the device, and was able to replicate the issue prior to contacting philips. The remote service engineer (rse) provided the customer with following service manual recommendations - replace the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable, replace the da pcba, replace the mc pcba, replace the power management (pm) pcba, replace the central processing unit (cpu) pcba. The bme reported that after correcting the connection between the da pcba to mc pcba cable, the issue was resolved. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.